Manufacturer narrative:
The lot number provided in product tab is not a company lot number; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned, the root cause cannot be determined and no actions are taken. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that three days following a glaucoma filtration device procedure, a patient experienced superficial punctate keratitis. The symptoms resolved following treatment with medication. The glaucoma filtration device remains implanted. Additional information has been requested.